Event description:
During a cranial angiographic procedure, the image intensifier separated from the c-arm while moving from rao to pa position. The ii swung down and struck the pt's head. The pt did not require medical attention as a result of the event.